Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported the pump was dropped causing the touchscreen to become cracked and unresponsive. Additionally, the customer received malfunction alarm. The customer reverted to an alternate method of insulin. Blood glucose was 350 mg/dl.